Event description:
It was reported that on literature review "clinical observation of plasma radiofrequency adenoidectomy",2 patients had a bleeding after an adenoidectomy using a evac 70 wand, reflex 55 wand and a coblator ii surgery system. Second surgery was performed for aspiration and tamponade of the posterior nostril. Patients outcome are unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: clinical observation of plasma radiofrequency adenoidectomy.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. The data presented in the aged chinese article was translated to english, in addition to an excel sheet that was provided. However, it did not provide insight or relevance to current clinical outcomes for the product/device. Per the compliant no further information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.